Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: lap chole event description: complaint 1 of 2: (B)(4) complaint 2 of 2: (B)(4) clipping cystic duct/artery. Failed to deploy clip on each actuation. Every other 'plastic to plastic' actuation a clip would deploy. And then eventually it stopped working entirely even though there were clips remaining. This happened from the start of the procedure. Info received from applied medical representative via email on 25jan24: the customer had a box with the same lot number where they experienced two incidents, with two separate ca500 devices. Patient status: no issues. Patient fine intervention: tried another clip applier and between the clip appliers there was enough clips.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. 2027111-01/26/24-001-r.

Event description:
Type of procedure: lap chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Clipping cystic duct/artery. Failed to deploy clip on each actuation. Every other 'plastic to plastic'actuation a clip would deploy. And then eventually it stopped working entirely even though there were clips remaining. This happened from the start of the procedure. Info received from applied medical representative via email on 25jan24: the customer had a box with the same lot number where they experienced two incidents, with two separate ca500 devices. Patient status: no issues. Patient fine. Intervention: tried another clip applier and between the clip appliers there was enough clips.